Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested and returned to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Unit due for 2 yr battery replacement- 09/06/2019 08:14:08 victor cabrera (vcabrera) npi- unit due for 2yr battery replacement ---------------------------------------- 09/06/2019 10:09:19 victor cabrera (vcabrera) replaced battery as per 2 yr protocol. Tesed device, no other issues found. Atok. Eq03346 eq101934 eq104369 eq101934 eq09734